Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the door assembly was found to be broken at the upper and lower hinge stops, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with failure code 2 was confirmed but not reproduced during product evaluation. No assignable cause was provided during product evaluation. However, the pump's door assembly was found to be broken at the upper and lower hinge stops. The door assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. This MDR was submitted on 10/22/2010; however, due to a failure to receive ack3, this MDR is being resubmitted on 10/22/2010.